Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. Name: medtronic minimed, street: 18000 devonshire street, city: northridge, state: ca, zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient experienced an event where the product did not adhere since weight of the pump caused the clip to pull on the site resulting in the infusion set peeling off prematurely.